Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced drowsiness/sleepy in the afternoon and increased tremors at night since brain MRI. It was also noted that the pump alarm was heard at the time of the MRI, but was no longer heard. The pump was not checked after the MRI. Further troubleshooting/evaluation was being considered. The pump contained liroesal 500mcg/ml with a daily dose of 100mcg/day at the time of the event. The patient was also noted to be taking benadryl during this time. The hcp later reported that the patient's pump had a motor stall (B)(6) 2010 at 15:51 and recovered at 16:45. The hcp attributed the motor stall to the patient's MRI. The patient reported that he had been experiencing a change in therapy before the MRI. However, during the interrogation of the pump the doctor found no clinical evidence that there was any malfunction with the pump or catheter other than the recorded motor stall on (B)(6) 2010. When the patient met with the doctor (B)(6) 2010, the doctor was able to reprogram the patient's pump to 120 mcg/day. Following the increase in dosage the patient improved and was doing well.